Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, the right ventricular lp was noted to intermittently capture. Due to sudden movement from the patient, the lp was noted to shift orientation, upon which the threshold increased. Fluid filled the pericardial space from cardiac tamponade and the patient had gone into cardiac arrest. Emergency pericardiocentesis was performed. Intubation and cardiopulmonary resuscitation was attempted. The patient expired during procedure on (B)(6) 2025.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.